Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being used in left anterior colon during a laparoscopic left colectomy, two reloads were fired previously but locked and failed on the third firing. Another handle was used. There was no patient injury.